Event description:
It was reported that during a da vinci-assisted thoracic esophagectomy procedure, the sureform 45 stapler instrument fired a green sureform 45 reload and pushed the target stomach tissue. The staples were deployed, but the blade did not cut the tissue. Malformed staples also occurred. This resulted in the tissue bunching together and being pushed out of the instrument jaws. Buttress material was not used during this fire. The stapler instrument had previously fired during the procedure without issue. The procedure was completed robotically. The surgeon reported that the indication for this procedure was esophageal cancer. This event occurred while the surgeon was creating the gastric conduit and there was no bleeding due to this event. The surgeon reported that this event occurred on either the fifth or sixth stapler fire. No errors or messages were received due to this event. There were no obstructions during this fire, but clamping issues were experienced prior to this fire. The surgeon reported the target tissue was not calcified, not exposed to radiation or chemotherapy, not under tension, and had no bunching. The surgeon clarified that the target tissue was not bunched before the fire, but was bunched as a result of the fire. The surgeon resected this portion of the stomach to resolve the event. The issue did not delay the total procedure time by longer than 30 minutes. The surgeon said this also did not delay the procedure by more than 15 minutes during warm ischemia. The surgeon reported that the patient required a fluoroscopy esophagram and CT esophagram which was not a part of the planned medical tasks for this procedure and patient. The surgeon said this event shortened the available conduit and resulted in a higher tension anastomosis. The surgeon said there is a risk for stricture as a result of this high tension anastomosis. The surgeon said the patient¿s care plan was changed as a result of this event. The surgeon stated they typically have patients due a ¿blue drink test¿ couple with drain amylase levels to check anastomosis. Due to this complication, the surgeon had concerns and chose to do a fluoro and CT esophagram prior to allowing the patient to eat or drink. These tests were performed, rather, as a result of this event to ensure there was no leak. The surgeon said this resulted the patient being subjected to unnecessary radiation and additional costs for diagnostic tests. The surgeon did not report that a leak was observed. The surgeon reported that there were no events or tasks that increased the severity of this event. The patient did not experience any post-operative complications and was discharged home.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical inc. (Isi) requested the customer return the green sureform 45 reload fired during this event, but the product has not been received at this time. A follow-up MDR will be submitted if additional information is obtained. A system l og review was performed for this procedure: no relevant errors were observed during this procedure. A isi failure analysis engineer (fae) reviewed the stapler logs for this event. Per the fae, the available logs show sureform 45 stapler instrument (part #480445-04, lot #t91220506-0107) was installed on the system 10 times and fired 10 reloads (2 white, 1 blue, and 7 green, in that order). On the 2nd install there were 3 incomplete clamps followed by completed unclamps prior the firing. Clamping completion percentages increased with each attempt. All firing was completed with 1 pause for compression on installs 2 and 4. There were no stapler related errors in the logs for this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted thoracic esophagectomy surgical procedure, the sureform 45 stapler instrument fired a green sureform 45 reload and pushed the target tissue. The surgeon resected additional tissue due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 green reload involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. Upon visual inspection, all pusher were found at the bed surface of the cartridge, indicating a complete fire occurred. However, the blade was still found exposed and not completely concealed at the distal end of the cartridge. This indicates the blade did not travel its full path despite having all the pushers at the bed surface. No lodged staple was found in the garage track. Common causes of the failure mode exposed component reloads are typically attributed to the user. Example: firing across a staple line or other obstructions. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. Root cause is attributed to the user. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint. Isi received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was placed on system with a new reload. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. Staple formation on test sheet was proper.